Event description:
Information received indicates the valve was removed after approximately four years implant duration due to cuspal tear. The device was replaced with no additional pt complication reported.